Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation, however, additional information has been requested. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed received a report of an issue with the (B)(4), wang tran histology needle, lot 202001271. It was reported that during surgery, the internal needle fell out. Images provided appear to indicate all pieces of the needle and device were removed. It is noted there was no impact or injury to the patient. Additional information has been requested, however not received as yet. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation however, the customer's reported complaint that the device broke is confirmed based on photographic evidence provided by the reporter. The image exhibits the reported claim however a root cause cannot be established. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. During this same time frame 41,804 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00005. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is advised to never force the instrument into the channel. When removing the instrument from the pouch, uncoil but do not stretch. Make sure the needle tip is within the metal hub prior to use. Do not angulate the scope tip when the needle tip is in the scope's bending area. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Additional information provided by the reporter confirmed the device was in use already in place in the patient when the issue occurred, and the needle fell out. All pieces of the needle and device were removed from the patient. There was no patient impact or injury and the procedure was successfully completed.